Event description:
While using a byte day aligners, patient has reported that they experienced chipped teeth while wearing aligners. The patient was seen by their dentist that advised them they need a specialist to physically treat their condition.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.